Event description:
It was reported that the patient received inappropriate shock during an episode of supraventricular tachycardia. Programming changes were discussed but not applied. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.